Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4). Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the mid left anterior descending (lad). During the index procedure, the physician could not cross the lesion with a 2.75x 28mm taxus liberte stent. While attempting to cross the lesion, it was noted that stent damage occurred. The procedure was successfully completed with a different device. No patient injury or complication was noted. Patient condition listed as "good."